Event description:
It was reported that there was a disconnection between the heater bag and heater line of an amia automated pd cycler set. This occurred during dwell of peritoneal dialysis therapy. The patient was connected at the time of the event. Continuous ambulatory peritoneal dialysis was discussed with the patient. The patient would perform a manual exchange. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.